Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently suspended bolus deliveries. Although requested by tandem technical support, the customer declined to provide additional information regarding the reported event. There was no reported impact to the customer's blood glucose level.